Event description:
Difficulty with jacket retraction was encountered. Contralateral wire caught on hooks upon jacket retraction. Resolved with guide catheter. Stent deployed to contralateral limb to improve limb flow.